Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found that the monitors were flickering. The technician rerouted the dvi cabling and replaced the base cxps unit, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.

Event description:
The user facility reported that the monitors to their hexavue cusrom room rack are flickering and two slots on the cxps were not working. No report of injury.